Event description:
The facility reported that after the lift was returned to the charging station, it started to rise on its own until it reached the spreader bar. The motor finally stopped by itself. There was no pt in the lift at the time of the incident. No injuries were reported. (B)(4).